Manufacturer narrative:
Investigation description. The device was received with the screen no longer adhered to the housing. Rtv sealant was found to have separated cleanly to only side of the bonding interface. When powered on, the device woke with no malfunction alerts annunciated (see files section for engineering logs). The motor was then able to prime fully and rewind without issue. It is unknown what caused the motor communication error; however, it is possible that the display separating allowed liquid to enter the device and cause an electrical short. Additionally, the mainboard of this device was manufactured with a white solder mask which was revealed to have solder contact issues.

Event description:
It was reported that the ilet pump generated alert 32 for delivery motor communication after the user removed the pump to charge it, and subsequent restarts and a dry run with rewind resulted in an ¿unable to proceed¿ alert, leading to shipment of a replacement device. Symptoms included none reported. Outcomes included continued glucose monitoring via the connected cgm application while the pump was not in use. Investigation included remote troubleshooting with device restarts and a dry run to confirm conditions. Investigation of this case revealed a suspected delivery motor communication malfunction that persisted through multiple restarts, consistent with a device delivery system fault. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to motor communication. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.